Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported fracture. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600330 chronic catheter allegedly experienced fracture. This information was received from one source. The one reported malfunction involved one patient with no consequences. Age, weight and gender were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported catheter break. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600330 chronic catheter allegedly experienced break. This information was received from (B)(6). The one reported malfunction involved one patient with no consequences. The age, sex and weight of the patient was not provided.